Manufacturer narrative:
As reported, the indicator window of a 7f vascular closure device (vcd) did not change color. Upon removal, the indicator wire loop was not deployed or visible. There was no reported patient injury. The operator removed the closure device and switched to manual compression. The intended procedure was carotid artery stenting (cas), performed using a retrograde approach. There were no visible signs of device or package damage prior to use. At the puncture femoral site, the femoral artery¿s suitability, including the insertion angle of the vascular sheath introducer, was confirmed via angiography, and the vessel diameter was verified to be equal to or greater than 5 mm. There were no visible signs of calcium or plaque, no stent near the puncture site, no stenosis greater than 50%, and no prior use of a closure device or manual compression within 30 days. There were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vascular closure device (vcd) use. No difficulty was encountered connecting the vascular sheath introducer to the vcd. The indicator wire cowling locked to the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, resulting in indicator wire retraction and expected plug deployment. Additionally, the indicator window transitioned as expected during the evaluation. A high magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of "indicator wire deployment difficulty unable " was not observed through analysis of the device received as the indicator wire was found fully deployed with no anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f vascular closure device (vcd) did not change color. Manual compression was used to complete the procedure. There was no reported patient injury. The operator removed the closure device and switched to manual compression. The intended procedure was carotid artery stenting (cas), performed using a retrograde approach. There were no visible signs of device or package damage prior to use. At the puncture femoral site, the femoral artery¿s suitability, including the insertion angle of the vascular sheath introducer, was confirmed via angiography, and the vessel diameter was verified to be equal to or greater than 5 mm. There were no visible signs of calcium or plaque, no stent near the puncture site, no stenosis greater than 50%, and no prior use of a closure device or manual compression within 30 days. There were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vascular closure device (vcd) use. No difficulty was encountered connecting the vascular sheath introducer to the vcd. The indicator wire cowling locked to the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal, the indicator wire loop was not deployed or visible. The device was returned for evaluation.